Manufacturer narrative:
During the eval of the device at the MFR's svc ctr, a "ventilator inoperative" code was observed in the ventilator's downloaded error log. The device's sys board will be replaced to address the issue. Device has been evaluated but not repairing, pending customer approval of the estimate.

Manufacturer narrative:
The manufacturer previously reported a "ventilator inoperative" condition caused by the ventilator's system board. The system board was returned to the quality assurance laboratory for further investigation. During the investigation the root cause was due to the system pca displaying evidence of thermal activity to the capacitor at pca location c66 and the integrated circuit at q2. The system board had evidence of physical damage.

Event description:
The MFR rec'd info alleging a ventilator alarmed and the display scree turned black. The device was not in pt use.